Manufacturer narrative:
(B)(4). The lot was manufactured from february 4, 2015 ¿ february 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not delivery any of its contents after being connected to the patient. The device was filled with flucloxacillin. The reporter stated that the peripherally inserted central catheter line was checked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.